Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that 2-pre-implant balloon aortic valvuloplasty¿s (bav) were performed on the left side prior to implant. Each bav took 30 seconds. Per the physician, the patient¿s anatomy was ¿thin¿ and had calcification which contributed to the dissection. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the access vessel diameter from the leg was small on both sides (right common iliac artery (cia) was measured at 3.6x4.6, with the left cia at 3.2x4.7). A 14 fr sheath could not be inserted from the right side. The team attempted a pre-implant balloon aortic valvuloplasty (bav) using a 7mm balloon to widen the sheath, however the balloon could not be inserted. The right side was abandoned and access was changed to the left side. On the left side, the team attempted to insert a 14 fr sheath but this was not successful, so a pre-implant bav was performed using a 7mm balloon. A 16 fr dilator was inserted, however the 14 fr sheath stopped at the narrowest point of the cia, so the sheath remained inserted up to that point. After performing pre-implant bav, the valve was placed. Contrast imaging was performed to evaluate access and a dissection was confirmed in the right external iliac artery (eia) to cia area. A non-medtronic stent (epic vascular 8mm x 8cm) was placed. Contrast imaging was performed again, and showed the blood vessel at the puncture site was ruptured and blood was leaking, so the procedure was completed with surgical treatment of the puncture site. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26; product lot/serial number (B)(6); product type: transcatheter aortic valve (tav); implant date (B)(6) 2023; product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the transcatheter aortic valve replacement (tavr) procedure was attempted initially through the right femoral artery. The stenosis of the right common femoral artery was too strong so percutaneous transluminal angioplasty (pta) was performed. Following the pta, a dissection was observed via access site imaging. A stent was subsequently placed. It was confirmed that there were no problems with the blood flow in the right lower limb during various post-operative tests. 3 months and 14 days following the implant of the valve, the patient developed chest pain and was seen at the hospital for medical consultation. Subsequently, percutaneous coronary intervention (pci) was performed at the blockage site. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that according to the physician, the dcs did not cause or contribute to the dissection observed in the right femoral artery. The cause of the occluded vessel was the dissection. A pci was not performed and there was no reported of a coronary occlusion.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID evolutfx-26 serial (B)(6) use by date 2025-06-18 UDI (B)(4). Updated: b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the access vessel diameter from the leg was small on both sides (right common iliac artery (cia) was measured at 3.6x4.6, with the left cia at 3.2x4.7). A 14 fr sheath could not be inserted from the right side. The team attempted a pre-implant balloon aortic valvuloplasty (bav) using a 7mm balloon to widen the sheath, however the balloon could not be inserted. The right side was abandoned and access was changed to the left side. On the left side, the team attempted to insert a 14 fr sheath but this was not successful, so a pre-implant bav was performed using a 7mm balloon. A 16 fr dilator was inserted, however the 14 fr sheath stopped at the narrowest point of the cia, so the sheath remained inserted up to that point. After performing pre-implant bav, the valve was placed. Contrast imaging was performed to evaluate access and a dissection was confirmed in the right external iliac artery (eia) to cia area. A non-medtronic stent (epic vascular 8mm x 8cm) was placed. Contrast imaging was performed again, and showed the blood vessel at the puncture site was ruptured and blood was leaking, so the procedure was completed with surgical treatment of the puncture site. No additional adverse patient effects were reported. Additional information was received that 2-pre-implant balloon aortic valvuloplasty¿s (bav) were performed on the leftside prior to implant. Each bav took 30 seconds. Per the physician, the patient¿s anatomy was ¿thin¿ and had calcification which contributed to the dissection. No additional adverse patient effects were reported. Additional information was received that the transcatheter aortic valve replacement (tavr) procedure was attempted initially through the right femoral artery. The stenosis of the right common femoral artery was too strong so percutaneous transluminal angioplasty (pta) was performed. Following the pta, a dissection was observed via access site imaging. A stent was subsequently placed. It was confirmed that there were no problems with the blood flow in the right lower limb during various post-operative tests. 3 months and 14 days following the implant of the valve, the patient developed chest pain and was seen at the hospital for medical consultation. Subsequently, percutaneous coronary intervention (pci) was performed at the blockage site. No additional adverse patient effects were reported. Additional information was received which reported that according to the physician, the dcs did not cause or contribute to the dissection observed in the right femoral artery. The cause of the occluded vessel was the dissection. A pci was not performed and there was no reported of a coronary occlusion. Additional information was received that approximately nine months post-implant, the patient died. Per the physician, it was unknown whether the death was related to the device.